Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the patient experienced a supraventricular tachycardia which the implantable cardioverter defibrillator classified as a ventricular tachycardia and delivered high voltage therapy and anti-tachycardia pacing. Programming changes discussed. The patient was brought into the clinic and programming changes were made. The patient was stable throughout.